Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased sodium results on alinity c processing module for one patient, which result not matched with medical history. The results provided were: on (B)(6) 2021 sid 20241661 initial=103.5 mmol/l /previous result=136 mmol/l. Laboratory reference range for solium=136 to 145 mmol/l. The precision data provided for troubleshooting purpose. There was no reported impact to patient management.

Manufacturer narrative:
A review of tickets determined that there was no other complaint activity for ict sample diluent (ln 7p53-20), lot number 64491un21 results. The ict sample diluent used to analysis of electrolytes on alinity c processing module. Trending review determined no trends for falsely decreased results for the product. Return testing was not completed as returns were not available. A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation, no systemic issue or deficiency of the ict diluent, (ln 7p53-20), lot number 64491un21, was identified.